Event description:
Per information provided: (B)(6) 2015 - patient was diagnosed with recurrent ventral incisional hernia with obstruction thereby underwent open repair with implant of ventralex mesh (device 1 and device 2). Per operative notes, ¿an incision was made over the periumbilical site. The hernia sac was dissected out. A ventralex mesh (device 1) was placed into the periumbilical region and secure it with sutures. A ventralex mesh (device 2) was placed into the upper midline region and secure it with sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia with incarcerated bowel and bowel obstruction, adhesion thereby underwent open repair with explant of ventralex mesh (device 1 and device 2) partially and implant of ventralex mesh (device 3). Per operative notes, ¿an incision was made to the prior incisional area. The hernia sac was dissected out. There was dense number of adhesions and obstruction which were taken down. Previously placed ventralex mesh (device 1 and device 2) was partially removed. A medium ventralex mesh (device 3) was placed into the preperitoneal space and secure it with sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2014) is considered to be a best estimate. This MDR represents the ventralex mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.